Manufacturer narrative:
Calibration and control data were within specifications. Upon review of the alarm trace, multiple system reagent short alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. No sample material was provided for investigation. Single false non-reactive results can occur and are covered by the claimed clinical sensitivity of the assay.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hbsag gen. 2 immunoassay on a cobas 6000 e 601 module, a cobas 8000 e 801 module, and an unknown cobas analyzer. No incorrect results were reported outside of the laboratory. The sample was tested on the e 601 analyzer, resulting in an hbsag value of 0.451 coi (non-reactive). When tested on the e 801 analyzer, the sample resulted in a value of 0.458 coi (non-reactive). The sample was repeated on an abbott system, resulting in an hbsag value of 4.55 s/co (positive). A cap/ctm polymerase chain reaction (pcr) test was performed on the sample, the result was 10^2 copies/ml (positive). The sample was later repeated on an unknown cobas analyzer, resulting in two non-reactive hbsag values. The serial number of the e 601 analyzer is (B)(4). The serial number of the e 801 analyzer was requested, but not provided.